Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. A physical eval of the device found cracks in the upstream sensor tail pins, which is a known contributor to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was constantly alarming "air in line". It was also reported that there was no patient injury.